Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's bg (blood glucose) levels reached 300 mg/dl while wearing the pod between 36 and 48 hours in the abdomen. The patient was treated with IV (intravenous) fluids for dehydration. Patient reported also being prescribed compazine 5mg. The patient was to be released the following day. The pod was removed at the hospital, and the cannula was found to be bent. Patient reported placing a new pod and giving correction boluses, bg levels decreased.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.